Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted due to the customer not charging the pump. Reportedly, the customer was unable to power the pump back on. Customer had elevated blood glucose (bg) levels (330 mg/dl). Customer administered manual injections to address elevated bg levels. Reportedly, the customer has insulin injections as alternate insulin therapy.